Event description:
A patient reported that she stopped wearing her aligners due to pain and some bleeding. The customer support team provided tips to scallop the aligners and advised her to wear them for 14 days. The patient reached back out and mentioned that the area was still bleeding, and the tips did not really help. A letter of recommendation was received on behalf of the patient indicating "the patient came into the dentist office for an emergency treatment. She had a large cavity on tooth number five, and it turned into a root canal. A root canal procedure was done and needed restorative restoration of a crown in order to save the tooth from fracturing. Due to the change in the anatomy of tooth number five to the crown, her retainers are not fitting properly".

Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (B)(4) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of (B)(6) 2021 through (B)(6) 2024."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.